Manufacturer narrative:
It was reported that the lead was discarded by the hospital following the procedure. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) pacing lead dislodged. An invasive procedure was performed and the lead was explanted. Another lead was attempted and placement difficulty was experienced. The lv port was plugged on the device and the lead was not replaced. No adverse patient effects were reported.